Event description:
In preparation for a surgical procedure, a custom sterile major pack was opened and there was a hole in the table cover noted. The set was torn down and a new sterile pack was opened and set-up. The hole was noticed and replaced prior to the surgical pt being placed in the room.